Event description:
Complaintant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did not find any power related errors that would indicate a device malfunction. Only occurrences of low battery and replace battery messages were seen. These indicate that the battery used at the time was depleted. No trend is associated with reports of this type.